Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed t3 sensor. (Arctic sun 5000) 76 non-recoverable system error was present when booting the system up. System boot up failure. Manifold assembly was replaced. System functional test passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d,e,f,h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water temperature sensing problem (t3). Per follow up information received via mail on 24oct2024, device was serviced at the hospital and then problem was alarm#64 occurred that was t3 sensor problem. Issue was resolved and t3 resistance problem confirmed. Repair done by replacing the manifold assembly.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water temperature sensing problem (t3).